Manufacturer narrative:
(B)(4). Visual examination of the provided photograph identified that the impactor pad fractured. As the fracture surfaces aren't clearly pictured, further analysis cannot be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed via provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the impactor was fractured during impaction. Impaction was complete when the impactor was broken. Attempts have been made and additional information on the reported event is unavailable at this time.